Event description:
The article "the promise and pitfalls of registries for transcatheter tricuspid valve intervention" was reviewed. The article presented a retrospective multi center study, to evaluate the benefits of device therapies for severe, symptomatic tricuspid regurgitation tr. Devices mentioned include triclip and non-abbott devices. The article concluded that nonetheless, the authors have certainly confirmed that the procedure remains safe, with low rates of major adverse events at 30 days and 1 year (1.7% and 12.7%), low cardiovascular mortality (0.3%), and low slda rates (4%). [The primary author and corresponding author was rebecca hanh at columbia university medical center institution with corresponding email rth2@columbia.edu]. The time frame of the study was not provided. An unknown amount of patients were included in this study, of which an unknown amount received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation, prior stroke. (B)(4), unk triclip peri- and post-procedural complications included death, heart failure, pacemaker, renal failure, additional triclip procedure, bleeding, single leaflet device attachment.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip devices were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, prior stroke. Complications reported included death, heart failure, pacemaker, renal failure, additional triclip procedure, bleeding, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.